Event description:
It was reported that the device powered off during use on a patient while it was plugged into a red outlet. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
The affected device was analyzed by dräger service. The user log for the time of event was overwritten and could not be analyzed. The statistical error log contains the error code 40.2000 indicating that the device performed a restart due to a depleted battery while no external supply is connected, or ac mains is interrupted. During the device analysis a faulty power cable was identified. After replacement the device passed a full functional test without deviation. The current state of ac mains supply is visible by the corresponding led on the front panel. If the savina 300 is not connected to mains power or ac mains is not available or power cable is interrupted, the unit switches to the internal battery with audible alarm and the display message "internal battery activated". During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. When ac mains supply is available again, savina restarts and starts the ventilation immediately with the same parameters as before. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device powered off during use on a patient while it was plugged into a red outlet. No patient injury was reported.